Event description:
Additional information received indicated the bluetooth (ble) telemetry issue on the implantable cardioverter defibrillator (ICD) was resolved, however, there was no information provided on what caused the issue or how it was resolved. Further information was requested but not received.

Event description:
Additional information received indicated the bluetooth (ble) telemetry issue on the implantable cardioverter defibrillator (ICD) was due to ble lockout. It was resolved by reinterrogating the ICD. There were no reported adverse effects to the patient.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.